Event description:
My medtronic synchromed 2 pump, which was included in the class 1 recall, stopped working. I went into opiate withdrawal and when the symptoms became acute (nausea, vomiting, shaking, twitching, sneezing and writhing unable to sleep or relax) my wife drove me to the emergency room. The pump was replaced a few days later and given to the medtronic rep for study. I also had a failure of my synchromed 1 pump in 2004. Supposedly the medtronic rep returned the pump to his company but despite a number of phone calls I have not been able to get any information from medtronic. Dose: morphine, 2mg/day - it. Reason for use: failed back syndrome. I went into opiate withdrawal on the (B)(6) and started using oral opiates to try and prevent withdrawal symptoms. In the emergency room I was given IV dilaudid until the cause of my withdrawal could be established and a new device inserted.